Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(4). The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. 1 pi lot# 60218188 was received for further evaluation. Visual inspection was performed, and no debris/loose particles/residue-smears or defects were observed. Suction and dimensional measurement were performed, and all results were found within specifications. A record review was performed including complaint history review and manufacturing record evaluation. No related non-conformity or deviations were issued during manufacturing the pi lot# 60218188 and no trend was identified. All devices meet material, assembly and performance specifications at the time of product release. Based on the investigation results there is no indication of a product quality deficiency. Johnson & johnson surgical vision will continue to monitor this type of complaints. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported suction loss occurred during laser firing on the (os) left eye with one second left with patient interface lot #60218188. The technician realized when attempting to lift the eye flap that she could not lift the flap. She took patient back in and did side cut with the machine.